Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that upon going to place a 13cm 14fr introducer for impella cp implant, it was noted that the opened kit was missing the introducer. Another kit was opened for introducer placement. There was no patient harm.

Manufacturer narrative:
The investigation of packaging issues has been completed. The impella device was not returned for evaluation. The root cause of the packaging issue was determined to most likely be a missing component based on the clinical details provided. However, it could not be verified without returned product. H6 medical device problem code 3007 was erroneously entered on the initial manufacturer device report number 1220648-2025-27691.